Manufacturer narrative:
It was reported that an unknown number of incidents occurred wherein gastrostomy tubes were coming out from patients. A patient reportedly had to be sent to the hospital to have a new gastrostomy tube put in. Saline was used to inflate the gastrostomy tubes' balloons and the balloons were reportedly inflated as indicated. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural/event details. Due to the reported medical intervention to replace the gastrostomy tube, this medwatch is being filed. A companion sample was returned for evaluation. A definitive root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an unknown number of incidents occurred wherein gastrostomy tubes were coming out from patients. A patient reportedly had to be sent to the hospital to have a new gastrostomy tube put in.